Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. Patient also said it feels like the ins has shifted a little bit and it is rubbing on their hip because when they walk they can feel it. Patient mentioned she also has arthritis and kidney disease. Patient service specialist asked if patient was feeling pain at the implant site and patient said it was sort of like aching pain but it was hard to tell if it was coming from the implant or from their kidneys. Pt stated she is going to her kidney dr tomorrow. Pt mentioned her blood pressure is going high pt stated they thought the increase in blood pressure could be related to her pain levels. Pt is not sure what is causing her blood pressure to increase lately. When asked event date, patient said probably this past summer. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had an ultrasound 2 weeks ago and they want to order another one of their kidney area which is sort of near where the ins is but they didn't say anything about the implant looking like there was any problem with it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.